Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving morphine (unknown concentration and dosage) via an implantable infusion pump for non-malignant pain and spinal stenosis. It was reported that the patient went to the hospital and the hospital said it was the pain pump. The patient reported that something major was going on because she was having some really bad experiences. On an unknown date, the patient went to the hospital for five days. Withdrawal was noted, and it was reported that "it was her pain pump malfunctioning on her." No further complications were reported.